Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their philips sonicare accessory charger caught fire while in use. No injury or property damage was reported.

Event description:
A consumer reported that their philips sonicare cordless power flosser 3000 caught fire while in use. No injury or property damage was reported.

Manufacturer narrative:
A correction was made to update the describe event/problem field and product brand name field to philips sonicare cordless power flosser 3000. Common device name was updated to power flosser. FDA product code was updated to efs.